Event description:
A doctor alleged that three (3) patients had to have their crown cut off after placement with the maxcem elite clear, because it had set up too quickly. This is the third of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The crown was re-cemented with the same product, without further incident. The lot number 470281 alleged in this report has been identified as an affected lot which is part of an ongoing maxcem elite recall. A DHR review revealed that the product was released within specifications. In addition, no similar complaints were received with this lot.